Event description:
It was reported that the patient experienced bradycardia. The ventricular lead exhibited loss of capture and the physician suspected insulation damage. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.